Event description:
(B)(4) same patient, same side. Revision of inlay and head left side because of breakage of pe inlay. Date of second revision: (B)(6) 2012. Date of third revision: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned liner finds a material fracture near the rim of the device. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. Cup positioning more vertical than recommended is suspected to have been a factor. The edge loading and material fracture contributed to a subsequent disassociation from the acetabular cup. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. Review of provided patient x-rays confirms the cup inclination angle was greater than recommended per the surgical technique. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. A complaint database search finds no additional reports against the provided product and lot combinations. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.